Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter). The patient's blood glucose results were 128, 176, and 41 mg/dl. Tests were done within 10 minutes with a difference of 69%. Patient did not experience any adverse events. No further information has been reported.